Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the electrodes. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The malfunction was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated device failed code readiness test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated device did not operate correctly using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.